Manufacturer narrative:
Brand name ; product ID 9735778 (lot: -); product type: 2543-mnav - system h3: no parts have been received by the manufacturer for evaluation. Codes b17, c20, d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was an intermittent localizer not connected error. No patient was present. Troubleshooting information was provided. Technical services (ts) recommended reseating the camera cable and the bulkhead in the mast. Additional information was later received. A medtronic representative (rep) called to report that while trying to get a closer look at the inside of the camera cart, the rep thought all of the connections on the ups were disconnected. When trying to remove the ups for a better view, the fan power cable was still connected to v1 port on the ups, hence the cable was severed from it being pulled.